Manufacturer narrative:
Based on the evaluation results provided by the field service engineer, the failure occurred due to defective ¿drive manifold assembly and upper panel assembly¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a test failure code 14 error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse found an issue with the drive manifold assembly. The fse also found the upper panel assembly to be damaged and not allowing the fiber optic cover to close properly. The fse replaced the drive manifold assembly (0104-00-0031) and the upper panel assembly with associated labels (0997-00-0644, (0334-00-1811,0334-00-1813)). The unit passed all functional and safety tests and was returned to customer.